Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 7:51:03 am high alarm displayed: cassette not attached properly. The customer reported cassette alarm was confirmed in the ehl. The alarm was also reproduced during functional testing. The product problem occurred because the dso sensor was non-reactive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced to address the product problem.

Event description:
It was reported that the cadd solis vip pump exhibited a cassette alarm. No patient injury or complications were reported in relation to this event.